Event description:
Date of surgery: 2006, it was reported that a pt underwent a spinal fusion with instrumentation. After implanting the mas, the pt began to have complications related to pre-existing conditions. The surgery was determined to be rescheduled after pt stabilization. The pt was taken to ICU and stayed approximately 1 month. The second operation was performed to implant the rods and setscrews. The surgeon complained that for 5 of the 7 mas, the "setscrews could not be broken off". Overall, 12 setscrews were stripped in the process. Finally to complete the construct, the surgeon decided to breakoff the tabs of each setscrew in a mas and then, using another instrument, tighten down the setscrews on the 5 screws. No pt complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer. A visual macroscopic examination was performed by a product engineer revealed that the threads of the setscrews show mechanical damage. Unable to determine the cause of the event.